Event description:
It was reported that during the implant procedure, it was very difficult getting the right ventricular (rv) lead past the valve. The physician was able to find one position with some capture but the threshold was high. The position did not look as it was in the apex or on the septum but it was the only position that gave any stable measurement. The next day during testing, it showed there was total loss of capture even at max outputs. It was noted the x-ray showed lead might have dislodged. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.